Event description:
It was reported that the account has a new washer and the coating on the grasper unit has been compromised. The coating is cracked in multiple spots around the shaft. Further, the account's concern is patient safety due to the brittleness of the coating.

Manufacturer narrative:
Upon receipt of the unit on (B)(4) 2012, it was confirmed that a small metal piece was missing near the grasper joint. Additional information will be provided once the investigation has been completed. Note: the reason for the serialization starting with 90xxx is to provide clarification following a change in stryker's electronic complaint systems.